Event description:
The customer reported that the stenoscop system was sparking then had no power and would not turn on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power resistors were replaced during the service call.